Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-04268, 3005099803-2009-04269, 3005099803-2009-04270. It was reported to boston scientific corporation that four polyhesive patient return electrode pads were used during an rfa (radiofrequency ablation) procedure. According to the complaint, after the pads were attached to the femoral region, a p1 error occurred. The procedure was completed with four new polyhesive patient return electrode pads. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).